Event description:
Complainant alleged that during a routine shift check by a clinician, the device was inoperable during the attempt to power-up the device. The complainant indicated that there was no pt involvement in the reported malfunction.